Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue. The "up" and "down" arrow buttons are intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/26/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 09/09/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects and the keypad was peeling at the ¿ok¿ button. Investigation revealed that the ¿up¿ button was responding intermittently while the ¿down¿, ¿ok¿ and contrast buttons were responding properly. Upon removal of the rubber keypad, contamination was found under the ¿up¿ and contrast button contacts.